Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer intermittently experienced resistance during the fill process. Customer¿s blood glucose level was 115 mg/dl. Reportedly the customer had an incorrect air removal technique. Tandem technical support educated the customer on proper air removal techniques. A syringe needle change was performed resolving the issue.